Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the investigation is in progress. Once the investigation is completed a supplemental medwatch 3500a form will be submitted. Complaint information provided by (B)(4).

Event description:
It was reported during an unknown patient procedure that the linear straight broach handle latch peg came out. The malfunction had occurred away from the patient and the procedure was completed as intended with another device without any adverse events.

Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. A latch peg on the plate had fractured at the weld. The latch mechanism will not function properly as it will not release completely, meaning it will not release the lever assembly. The lever assembly is still able to pivot in place, allowing it to connect and disconnect to a broach. In addition, there were many impaction marks on the impaction plate from intended use. However, there were also impaction marks on the side of the device where it is not intended to be struck. It is unknown as to how many surgical procedures (cycles) this straight broach handle had gone through throughout its life in the field. Testing was performed to determine the cause of the weld failure. The results found a manufacturing non-conformance which was the cause of the malfunction. A manufacturing review was performed and no other discrepancies were found.